Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda appears to be due to challenging patient anatomy (friable leaflets with poor tissue quality). The reported image resolution poor was associated with difficult visualization. The cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr) could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number. H6 health effect - clinical codes: 4582 was removed, 4451 added h6 health investigation conclusions: 67, 22 added. H10 additional mfg narrative: updated conclusion.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2023 the patient returned to the hospital with heart failure symptoms. The patient had recurrent mr but the clips remained stable in place. The patient was discharged and no additional intervention is planned. No additional information was provided.

Event description:
This is filed to report single leaflet device attachment (slda), requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The first clip used xtw (lot: 30314r1048) was implanted and deployed. Shortly after deployment while removing the clip delivery system (cds) the mr rose and the clip was observed to have detached from the anterior leaflet (single leaflet device attachment (slda)). A second xtw ( lot: 30314r1079) was then attempted to be implanted lateral to the slda to stabilize. While maneuvering the clip in the valve, it became caught on the slda clip. Troubleshooting was attempted but unsuccessfully. After several minutes of troubleshooting, the xtw ( lot: 30314r1079) clip arms stopped responding and would not move. Troubleshooting was attempted and was successful. The clip was then able to be freed from the slda clip and was retracted into the atrium. The clip was then closed and locked for removal through the steerable guide catheter (sgc). When attempting the retract the xtw ( lot: 30314r1079) into the sgc, one of the clip arms became caught on the tip of the sgc. This caused the xtw ( lot: 30314r1079) clip to detach from the cds, only attached by the lock lines. The clip was pulled partially into the sgc and then the sgc and clip were pulled into the right atrium and through the body to the femoral vein. When close to the access site, the clip arms began to open, so removal was stopped. A bore sheath was inserted and the clip was snared successfully through the sheath. There was no evidence of vessel damage. After removal of the xtw ( lot: 30314r1079) was completed, an additional xtw and xt clip were implanted on both side of the slda clip to stabilize, reducing mr to grade 2. There was reportedly a significant delay that did not result in adverse patient sequelae. It was thought the slda occurred due to poor leaflet health. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (intraprocedural) associated with the slda appears to be due to challenging patient anatomy (friable leaflets with poor tissue quality). The reported image resolution poor was associated with difficult visualization. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.